Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: solid state drive failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the solid state drive was the failed part that may have contributed to the occurrence of the customer's indicated event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e116 error. The event had occurred during a diagnostic adenoidectomy procedure and procedure was completed with a competitor device. There were no reports of patient harm.